Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a revision to the pocket last week. Por (power on reset) showed sometime after the procedure. Ins (implantable neuro stimulator) was on during procedure. Additional information was requested.